Event description:
It was reported that a user on the first day of ilet pump use experienced a high glucose alert and a concurrent fingerstick value of 421 mg/dl after eating a meal without announcing it, with no reported symptoms and no hospitalization. Symptoms included no clinical manifestations reported by the user. Outcomes included transient hyperglycemia. Investigation included customer troubleshooting and education regarding meal announcement and management of high glucose. Investigation of this case revealed user-related use of device without meal announcement with the ilet functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.